Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100. Based on the photographic evidence the covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was getinge engineer the correction of d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous d4 catalog #: ardlca219001a. Corrected d4 catalog #: ard568603999. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 100. Based on the photographic evidence the covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Cracks were detected on the light head covers, at the edge of the on/off button. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, environmental conditions (such as high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. The user can visually detect the cracks during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device (ard368614998 lower cover with fork). For cleaning, the IFU warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.